Event description:
The pt called lfs alleging that their one touch ultra meter was prompting three dashes (---) rather than the code. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep walked pt through resetting the meter options and the three dashes appeared on the meter display. Based on the info supplied by the pt, there is an indication that the product malfuncioned and that the event meets the criteria for a medical device reportable. Pt's meter was replaced.